Event description:
A female consumer used thermacare pain relieving heatwraps, knee wrap, for around five hours and reported a burn with blister. In a subsequent phone call in april 2006 with the consumer, she reported that she had been seen by several different physicians for the burn. She reported that a dermatologist operated on the burn and "cut out a chunk" of her skin. She stated that the dermatologist diagnosed her with a fungal infection. A female used thermacare pain relieving heatwraps, knee wrap 1 application applied to her knee for around five hours, 1 /day for 1 day in 2006 and reported that when she removed the wrap she did not notice anything, but her husband noticed several blisters and burns that were painful and worrisome. She reported that she applied polysporin ointment and the wounds were starting to heal. Exact product used previously without incident: yes - many times in the past. Four days later, the consumer's husband reported that his wife's burn site looked about the same; some of the areas had dried up, but the area was not healing. He mentioned she was wearing loose clothing, keeping the area clean and dry and applying an unspecified ointment and a gauze pad to the burn site. The following day, the consumer reported that she had been miserable all week and upset because of her experience. She mentioned that because of the burn she had to wear culottes, she could not get dressed, she was unable to wear stockings, and she had to miss her daughter's birthday dinner because she was unable to wear pants. She stated that she was applying neosporin to the inside of her knee. She used thermacare for about four to five hours because her knee was bothering her. She reported that the wrap began annoying her so she removed it, but did not look at her knee afterwards; later that day, or maybe the next day, the area was bothering her so she pulled up her slacks leg and her son and husband noticed she had big watery, clear blisters. She asked her son if she should break them and he advised her to allow them to dry naturally and not break them because that could result in an infection. She had four burned areas initially, two of the areas have healed; the remaining sites developed into a sore that was "icky", hurting and uncomfortable. She stated that the burns had made her miserable, she was stuck in the house, she was having to wear wide leg culottes pants because the burn was located on the inside of her leg and when she walked her knees would rub together. She was scheduled to attend an affair, but did not go because she was unable to put on stockings. Treatment included polysporin ointment applied to a bandaid, then to the burn and secured with tape. She mentioned that the area was healing and she was just using one large bandaid to cover the remaining two areas. One month later, the area was very infected and she was having a lot of problems. She visited her dermatologist who operated on the burn and "cut out a chunk" of her skin and sent it to the lab for biopsy. She stated that he then cleaned the area, applied an unspecified medication, and instructed her about how to care for the burn site. She changed the dressing twice daily and applied an unspecified medication to the site. The pain was horrendous and terrible, and as long as she did not put weight on her leg it did not bother her as much. The consumer reported that one spot was still red. She mentioned that she returned to the dermatologist to get the results of her test and was told she had a fungal infection. The consumer's husband reported that his wife was with her son on their way to visit a physician at a pain clinic because her pain was excruciating. He mentioned that the area did not seem to be healing. She had seen a different physician in 2006 and had been seen by several physicians who treated her burn. The dermatologist had diagnosed her with a fungal infection that was caused by the burn wound. The consumer's husband reported that his wife had kept the area dressed and all, but one area had healed. She had visited the emergency dept and was diagnosed with second and third degree burns. She was unable to walk and when she would put weight on her leg, it "just kills her". The emergency dept gave her a walker to assist her in ambulation.